Event description:
It was reported that cardiac perforation and pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed, and a 27mm watchman flx pro closure device was selected to be used. During the procedure, venous access was achieved, transseptal access into the left atrium (la) was safely obtained, la pressure measured and an angiogram was taken by physicians. As the physician was manipulating the closure device for proper placement, the closure device was advanced and recaptured approximately four (4) times throughout the procedure. As the physician began measuring the final placement of the closure device, prior to assessing position, anchor, size and seal (pass) and releasing the closure device, it was noted that the patient's pressure was lower than at the beginning of the procedure. Transesophageal echocardiography (tee) was performed to assess for effusion, and one was noted. The patient pressure was maintained with fluids and medication. The physician completed pass criteria and released the closure device. The pericardial effusion (pe) continued to increase so the physicians decided to perform pericardiocentesis. The patient chest was prepped, tapped and approximately 550ml of dull colored blood were drained from around the patient heart. The patient was stable throughout the entire procedure and pericardiocentesis. The site was dressed and the patient was taken to the intensive care unit (ICU) for observation. A surface echocardiogram was performed several hours later, noting that the pe was resolved and the drain was removed. The patient was discharged on (B)(6) 2026 and is fully recovered.

Manufacturer narrative:
The device was not returned for analysis as the device remains implanted; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that cardiac perforation and pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed, and a 27mm watchman flx pro closure device was selected to be used. During the procedure, venous access was achieved, transseptal access into the left atrium (la) was safely obtained, la pressure measured and an angiogram was taken by physicians. As the physician was manipulating the closure device for proper placement, the closure device was advanced and recaptured approximately four (4) times throughout the procedure. As the physician began measuring the final placement of the closure device, prior to assessing position, anchor, size and seal (pass) and releasing the closure device, it was noted that the patient's pressure was lower than at the beginning of the procedure. Transesophageal echocardiography (tee) was performed to assess for effusion, and one was noted. The patient pressure was maintained with fluids and medication. The physician completed pass criteria and released the closure device. The pericardial effusion (pe) continued to increase so the physicians decided to perform pericardiocentesis. The patient chest was prepped, tapped and approximately 550ml of dull colored blood were drained from around the patient heart. The patient was stable throughout the entire procedure and pericardiocentesis. The site was dressed and the patient was taken to the intensive care unit (ICU) for observation. A surface echocardiogram was performed several hours later, noting that the pe was resolved and the drain was removed. The patient was discharged on (B)(6) 2026 and is fully recovered.